Event description:
It was reported by the customer that an unspecified number of bd syringe 3 ml ll bns experienced scale marking issues. The following information was provided by the initial reporter, translated from french to english: we have observed a certain number of defects... Absence of silk-screen printing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-oct-2022. H6: investigation summary: fifty-one samples and two photos were provided to our quality team for investigation. Twenty-six syringes were observed to have severe exterior damage near the roof of the barrel and the flange. Twenty-one syringes had severely skewed and missing print. One syringe had a distorted stopper. One syringe was observed to have a small amount of missing print just above the zero line. Two syringes had severe damage just above the roof. The observed conditions were non-conforming per product specification. Potential root causes for the distorted stopper defect, mangled barrels are associated with the assembly process and scale marking defects are associated with the marking process. A quality alert will be issued to manufacturing for this complaint defects. A device history record review was completed for provided lot number 1323453. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported by the customer that an unspecified number of bd syringe 3 ml ll bns experienced scale marking issues. The following information was provided by the initial reporter, translated from french to english: we have observed a certain number of defects... Absence of silk-screen printing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.